Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported that a silent nite 3d one piece appliance had broken parts. The issue was reported on (B)(6) 2026 by (B)(6). The patient had a history of bruxism, respiratory disorders with c-pap use, known allergies, and hyperthyroid, and maintained good oral hygiene. The appliance was delivered on (B)(6) 2025. The onset of symptoms was reported on (B)(6) 2026, and the patient presented with the issue on (B)(6) 2026 and again on (B)(6) 2026. The patient discontinued use of the device on (B)(6) 2026. The patient followed the cleaning and storage directions as per the device's instructions for use. The appliance was replaced with a similar product.